Event description:
The customer reported a clear fluid leak dripping from under the coulter lh 750 hematology analyzer. The customer indicated that the volume of the leak was approximately 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) called the customer to schedule an evaluation of the instrument but the customer indicated that the issue had been resolved. The customer located the source of the leak to be coming from the tubing at pinch valve (vl59) and proceeded to replace the tubing. The customer had not reported a recurrence of the event to date and issue was resolved by the customer.

Manufacturer narrative:
Troubleshooting was performed by the customer and issue was resolved by replacing the affected tubing. (B)(4).